Manufacturer narrative:
(B)(4), recurrent prolapse, mesh exposure occurred. (B)(4), infection, mesh exposure occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a uterovaginal prolapse repair procedure on an unknown date and pelvic floor mesh was implanted. On (B)(6) 2011, the patient experienced purulent vaginal discharge at the gluteal incision. The patient underwent reoperation on (B)(6) 2011 and an abscess of the ischio-rectal fossa and a mesh vaginal exposure was noted. The device was removed and microbiological tests were performed which indicated escherichia coli. The patient received antibiotics for fifteen days. The patient was seen by the physician on (B)(6) 2011 and the patient was well and the vagina and skin healing were underway but with a prolapse recurrence.